Event description:
It was reported that during an atherectomy/ ptca/ stenting treatment procedure, the balloon of the liberte bare (mr) 12/4.50 mm stent delivery system ruptured at 6 atms leaving the stent insufficiently deployed. The lesion being treated was a very large, highly calcified lesion in the right coronary artery (rca). The physician initially performed rotablator intervention, then predilated distally and proximally with a quantum 4.0/8 mm balloon. Several unsuccessful attempts were made to cross the lesion with both taxus and liberte stent delivery systems. A different (shorter) liberte sds successfully crossed the distal lesion. Then this liberte 12/4.50 mm stent was delivered proximally, but the delivery balloon burst at 6 atms leaving the stent insuffciently deployed. Unsuccessful attempts were made to cross the stent with both quantum and maverick balloons, therefore another liberte bare (mr) 12/4.50 mm stent was used to crush the under-deployed liberte stent against the wall of the rca. Follow up ivus revealed that the crushed stent was difficult to see due to the high degree of calcium, but the stent appeared to be out of the way. This liberte stent was postdilated with a quantum 4.0/8 mm balloon and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'fine'.